Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. G4: this product is manufactured in the u.s. But not marketed in the u.s. H6: device code: 1494: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6: work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +06.50/+3.5/168 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise and the lens rotated. The lens remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was repositioned on (B)(6) 2024 and the lens was stable. Claim # (B)(4).